Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and three photos for evaluation. Evaluation of the available photographs allowed our engineers to identify blood in flashback chamber, but not near the vent plug, this indicated to our engineers that the leak most likely occurred at the septum. During evaluation of the returned device, it was noted that the catheter adapter assembly was not included, the lack of this component has prevented our engineers from testing the device for leakage beyond the septum. Leakage testing was conducted on the components available to us. During functional testing the device was found to be occluded, this was most likely the result of dried media. Without the catheter adapter assembly, the reported issue could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that iag bc pro global yel 24ga x .75in leaked blood. The following information was provided by the initial reporter: this is a report about blood leaking out of control plug. According to the customer's report, the control plug didn't work and blood leaked therefrom.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global yel 24ga x .75in leaked blood. The following information was provided by the initial reporter: this is a report about blood leaking out of control plug. According to the customer's report, the control plug didn't work and blood leaked therefrom.